Event description:
From staff: I was assisting rn in changing the purge cassette on the impella. The purge cassette was changed without difficulty and I was making sure the tubings were secure with adequate slack and the tubing cracked at the yellow connection. Rn immediately occluded tubing while I ran to get another purge cassette. I set up the next purge cassette without incident. No harm to the patient. Rep from abiomed notified. Manufacturer response for impella purge cassette, (brand not provided) (per site reporter). Rep from abiomed will pick up the cassette next week. This is a disposable piece of the impella.

Event description:
From staff: I was assisting rn in changing the purge cassette on the impella. The purge cassette was changed without difficulty and I was making sure the tubings were secure with adequate slack and the tubing cracked at the yellow connection. Rn immediately occluded tubing while I ran to get another purge cassette. I set up the next purge cassette without incident. No harm to the patient. Rep from abiomed notified. Manufacturer response for impella purge cassette, (brand not provided) (per site reporter). Rep from abiomed will pick up the cassette next week. This is a disposable piece of the impella.